Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day, the patient began treatment with intraperitoneal (ip) vancomycin (discontinued the same day, dose and frequency not reported) and ip ceftazidime ( for six days, dose and frequency not reported) for the peritonitis. Five days after event onset the patient was treated with ip teicoplanin (for five days, given every 5th day, dose not reported). Physioneal therapy was ongoing. The patient was discharged from the hospital three days after admission. Ten days after event onset, the patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.